Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor reported that all keypad buttons were unresponsive and the keypad was peeled/torn/worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 [date of submission 05/14/2013]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: all of the keypad buttons were found to be intermittently responding. The keypad was found to be torn across the "ok" button. The keypad was found to be peeling from below the "ok" button to below the "down" button. The keypad was removed and contamination was observed under all of the button contacts. Unrelated to the event the battery compartment was found to be cracked.